Manufacturer narrative:
Customer follow up: the customer¿s bg levels were still running high after the site change. Tandem technical support discussed factors that could affect bg levels with the customer, and recommended that the customer discuss those factors with their healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated at 340 mg/dl. Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and no issues were found, aside from the possibility of an infusion site issue. Recommendation was made that the customer change out the insertion site.